Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level had been 200-300 mg/dl during the past month. A bolus of insulin was delivered to address the high bg level. The customer thought that the high bg was possibly due to a non-tandem kinked cannula and/or to setting changes that were made on the pump by the healthcare provider. The changes were made approximately one month ago and then again a week ago. Tandem technical support performed a system check and the pump was found to be functioning as intended. Reportedly, on occasion, the customer used the pump supplies 24 hours past the listed labeling.